Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was observed that the proximal part of the stent struts got lifted. The procedure was completed with a 4.0×38mm non-bsc device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00x38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was observed that the proximal part of the stent struts got lifted. The procedure was completed with a 4.0×38mm non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the mid-section of the stent and proximal stent rows 4-6 with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and midshaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).